Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 25, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2023, the evaluation for the device was completed. The mentor failure analysis lab has received two devices for evaluation containing the same lot number as the impacted product. Since both devices were found with no apparent damage, we are unable to identify the impacted product and both products were analyzed. Both of the device evaluation summaries were identical. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 250cc breast implant. Leak testing was performed, in accordance with mentor procedure, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 31, 2023, mentor received additional information stating that the patient underwent device explantation on (B)(6) 2023. All relevant fields have been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).